Manufacturer narrative:
(B)(6). Investigation summary: one sample unit belonging to lot number 1810215 was received for evaluation by our quality engineer. Through visual inspection of the sample, the scale was observed erased between the 0ml and 12ml markings. A device history record review was performed for the provided lot number and one annotation was found during the production process. During the marking process for lot number 1810215, a failure was detected in the drying system of the marking machine. Once the failure was detected, defective samples were rejected to scrap and the mechanical team repaired the failure. As the ink was not properly tried, the ink was able to be removed. It has been determined that the reported incident was a result of the marking machine drying failure as well as a failure in the rejection process for the defective material. Manufacturing personnel have been notified of this incident for further awareness. Complaints received for this defect will be monitored by our quality team for signs of emerging trends. Investigation conclusion: it has been received 1 used sample of 30ll without blister for investigation. Upon visual inspection of this sample it can be the scale is erased between 0 and 12 ml marks. DHR of lot 1810215 has been reviewed finding an annotation regarding the alleged defect. During marking process of this lot, a failure was detected in uva drying system of marking machine. Once detected defective samples were rejected to scrap and mechanical team repaired the failure (B)(4). This failure caused that barrels once printed they were not correctly dried and ink can be removed. According to inspection plan procedure (B)(4), 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures ((B)(4)): visual inspection: molding: 2 injections per shift. Printing: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection. Printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Fmea for assembly process (B)(4) includes control modes for this defect. Maintenance in marking machine is performed periodically according to (B)(4). We can confirm that the root cause of the non-conformance is related with the failure detected on marking machine during manufacturing process of this lot and human failure in reject this defective sample. Root cause description: failure in uva drying system in marking machine ((B)(4)). Rationale: since failure was repaired during manufacturing process, no corrective action is taken at this time. Based on qda limits for this product and defect, no corrective action is required at this time.

Event description:
It was reported that the scale markings on the bd plastipak¿ luer-lok¿ syringe "were eliminated" when the pharmacist used "isopropylic alcohol 70%" and "gloves on the cylinder syringe".